Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned on the day of implant due to loss of capture and loose connection (asystole less than two seconds). Two days later, the rv lead was explanted and replaced due to loss of capture and it was noted that asystole was greater than two seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was repositioned on the day of implant due to loss of capture and loose connection (asystole less than two seconds). Two days later, the rv lead was explanted and replaced due to loss of capture and it was noted that asystole was greater than two seconds. No additional adverse patient effects were reported.